Event description:
A report was received that the patient was experiencing pain at the lead site . It was not known if the pain was device related. The physician prescribed injections.

Event description:
A report was received that the patient was experiencing pain at the lead site . It was not known if the pain was device related. The physician prescribed injections.

Manufacturer narrative:
Additional information was received that no further information could be obtained with regard to the patient¿s injection. No further course of action will be taken.